Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was hospitalized due to diabetes and a leg was amputated during hospitalization. It could not be clarified if amputation/hospitalization was related to pump or supplies, as the customer declined to provide any additional information regarding the event. Reportedly, customer was released on (B)(6) 2019 after rehabilitation.